Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming, including when the pump was suspended for low glucose levels. The device passed the audio test, however, the customer reported that the audio issue was recurring for months. The customer¿s blood glucose was 187 mg/dl. The device will be returned for analysis.